Event description:
On (B)(6) 2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula issue. Also, on (B)(6) 2020, she had a kink in the hose of the infusion sets, so she changed her sets but the next day her glucose level was high. Moreover, she had a meter that did not provide a number but just said high. She believed that her blood glucose level was over 500 mg/dl. It was stated that she experienced a heart attack and was hospitalized. Further, on (B)(6) 2020, the patient had high blood glucose levels, subsequently the emergency medical services were dispatched. Moreover, she was admitted to the emergency room and consequently to the hospital at 19:00 hours on the same day, with blood glucose level of over 600 mg/dl. During hospitalization, she was treated with insulin drip intravenously as corrective treatment. Currently, on (B)(6) 2020 (date of this report), the patient's blood glucose level was 120 mg/dl and was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula issue. Also, on (B)(6) 2020, she had a kink in the hose of the infusion sets, so she changed her sets but the next day her glucose level was high. Moreover, she had a meter that did not provide a number but just said high. She believed that her blood glucose level was over 500 mg/dl. It was stated that she experienced a heart attack and was hospitalized. Further, on (B)(6) 2020, the patient had high blood glucose levels, subsequently the emergency medical services were dispatched. Moreover, she was admitted to the emergency room and consequently to the hospital at 19:00 hours on the same day, with blood glucose level of over 600 mg/dl. During hospitalization, she was treated with insulin drip intravenously as corrective treatment. Currently, on 28-dec-2020 (date of this report), the patient's blood glucose level was 120 mg/dl and was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.